Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v296975, product type lead; product ID 3387s-40, lot# v296975, product type lead; product ID 3387s-40, lot# v196743, implanted: (B)(6) 2009, product type lead; product ID 7438, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the patient had 2 deep brain stimulators (dbs) sets removed due to infection.